Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adolescent female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, appendicitis, nabothian cyst, adenomyosis and c-section. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), rash ("rashes or skin conditions type"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and tooth disorder ("dental problems"). The patient was treated with surgery (robotic total laparoscopic hysterectomy bilateral salpingectomy, extensive lysis of adhesions, and c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, rash, vaginal haemorrhage, menorrhagia and tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: the uterus is anteverted and measures 12.3 x 4.6 x 6.3 cm. No uterine mass. Endometrium is homogeneous and measures 5 mm in greatest thickness. Several nabothinn cysts arc noted. The right ovary measures 3 x 2.3 x 2.4 cm and the left ovary 3.3 x 1.8 x 2.8 cm. Impression: unremarkable pelvic sonogram. Differential diagnosis: appendicitis. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs+mr received: event abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type:, pain added. Medical history, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure conformation test.". The patient's medical history included chronic cervicitis, appendicitis, nabothian cyst, adenomyosis and c-section. Concomitant products included ibuprofen. On (B)(6)2011, the patient had essure inserted. On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and tooth disorder ("dental problems"), 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and rash ("rashes or skin conditions type"). The patient was treated with surgery (robotic total laparoscopic hysterectomy bilateral salpingectomy, extensive lysis of adhesions, and c). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, rash, vaginal haemorrhage, menorrhagia and tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: the uterus is anteverted and measures 12.3 x 4.6 x 6.3 cm. No uterine mass. Endometrium is homogeneous and measures 5 mm in greatest thickness. Several nabothinn cysts arc noted. The right ovary measures 3 x 2.3 x 2.4 cm and the left ovary 3.3 x 1.8 x 2.8 cm. Impression: unremarkable pelvic sonogram differential diagnosis: appendicitis. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received event " plaintiff did not undergo an essure conformation test" was added. Concomitant drug, reporter information and patient demographics were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure® coils). At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.